Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered anti-tachycardia pacing (atp) for ventricular tachycardia. The atp delivered ended up accelerating the patient's rhythm into ventricular fibrillation (vf) which was then treated with a shock. The vf terminated and the ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.